Manufacturer narrative:
(B)(6) 2024 amendment: product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Replacement brush...was cracked and it broke in mouth - oral-b [device breakage] case narrative: consumer via e-mail stated that the oral-b replacement toothbrush head was cracked and broke in their mouth. No injury was reported. (B)(6) 2024 follow up via pictures: the suspect product was oral-b power oral care refills crossaction eb50 brush set 2ct. No injury was reported. (B)(6) 2024 case update from information initially received on (B)(6) 2024: the suspect product was available for return. No injury was reported.

Manufacturer narrative:
Complained product will not be not available.

Event description:
Replacement brush. Was cracked and it broke in mouth oral-b [device breakage]. Case narrative: consumer via e-mail stated that the oral-b replacement toothbrush head was cracked and broke in their mouth. No injury was reported. (B)(6) 2024 follow up via pictures: the suspect product was oral-b power oral care refills crossaction eb50 brush set 2ct. No injury was reported.

Event description:
Replacement brush was cracked and it broke in mouth - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the oral-b replacement toothbrush head was cracked and broke in their mouth. No injury was reported. On 24-jan-2024 follow up via pictures: the suspect product was oral-b power oral care refills crossaction eb50 brush set 2ct. No injury was reported. On 09-feb-2024 case update from information initially received on 04-jan-2024: the suspect product was available for return. No injury was reported. On 20-feb-2024 case update: the suspect product lot was n701. No injury was reported. On 25-mar-2024 case update from information initially received on 20-feb-2024: the suspect product lot was pc n9013. No injury was reported.

Manufacturer narrative:
On 21-mar-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.